Manufacturer narrative:
Section age, weight, ethnicity information unknown not provided. Date of event: unknown, not provided. Catalog # partial information provided as serial number is not provided. Serial # information unknown/ not provided. Expiration date: unknown/ not provided. UDI # unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device manufacturing date: unknown not provided. Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed, therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing record for the intraocular lenses could not be performed as the serial numbers were not provided. As a result of the investigation there is no indication of product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. (B)(4).

Event description:
The following article was received based on a literature review: literature title: a technique for sutured scleral fixation of one-piece hydrophobic acrylic intraocular lenses dislocated into the vitreous. A retrospective study was done to present a suturing technique for safe refixation of posteriorly dislocated 1-piece hydrophobic acrylic iols. A total of 12 cases were operated with vitrectomy followed by intraocular lens (iol) relocation to the retropupillary area. One (B)(6)-year-old female patient implanted with zcb00 (jnj) on her right eye underwent the presented suturing technique due to iol subluxation. The same patient developed a post-operative complication of wet age-related macular degeneration (amd) but it was considered as unrelated to the surgery. Further interventions were not reported.